Event description:
It was reported that a hole in the catheter occurred. A 2.1mm jetstream xc catheter was selected to treat a patient with peripheral artery disease (pad). During the procedure, it was reported the device was difficult to advance through sheath. It was pulled back through the sheath to reveal a hole on the outer catheter which then formed a bubble of saline and burst outside of the patient. The jetstream was removed from the patient, and another device of a different model was used to complete the procedure. No patient complications were reported.